Event description:
It was reported that during a lap cholecystectomy procedure, the first clip was stuck in the device and would not advance. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Lockout fired through. Eval summary: the instrument was returned in good visual condition. The instrument cycled, fed, and formed the remaining clips within manufacturing requirements when tested; however, the device didn't lockout as intended. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. While no conclusion could be reached as to what have caused the found damage, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.